Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to moisture damage on the electronic assembly. There was no button error alarm. There was moisture damage on the motor, keypad traces, vibrator and battery tube assembly. The pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked reservoir tube, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 133 mg/dl at the time of incident. The customer stated that she went swimming for two hours and she was unable to clear the button error alarm. She also stated that there was a crack on the face of the pump caused by wear and tear. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.